Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced episodes of non sustained ventricular tachycardia. It was further reported that the right ventricular (rv) lead was under sensing. No further patient complications have been reported as a result of this event.